Manufacturer narrative:
H3: product analysis of nv-2-4-helix, lotno:b258284 found the concerto pusher broken at the break indicator with the two segments retained by the release wire. This is typically indication of a detachment attempt at this location. The pusher was found kinked at ~26.4cm from the proximal end. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. The concerto implant coil tip outer diameter and the introducer sheath inner diameter could not be measured as they were not returned for analysis. The customer report of ¿coil shape/loop size¿ could not typically be confirmed through device analysis and no images or videos were submitted for review. It is possible the failure occurred due to damage to the implant coil. The customer report of ¿coil resistance/stuck in sheath¿ also could not be confirmed as the device was returned already detached and not within its introducer sheath. Possible causes for resistance in sheath are damaged during preparation, overtightening of rhv, improper hubbing technique, blood in sheath or inverted sheath. It is possible that advancing the device against the reported resistance caused the coil to become damaged and then not properly form a loop within the aneurism. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that loop formation is not possible and does not slip out of sheath. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.